Event description:
It was reported that during the priming of an ak 96 machine, a water leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by qualified technician that confirmed the reported problem. During evaluation, it was noted that the broken bypass valve (byva) 3-way connector caused damage to the pump motor no. 2. The motor and silicone connector were replaced then the variable flow was calibrated. The machine was inspected and it was found that the flow was unstable, so the valve membrane was replaced but the malfunction remained. The variable flow unit was replaced and calibrated. The machine test was normal afterwards. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.